Manufacturer narrative:
The build lhr for pn: fg 0031-05 ln: 1593969 sn: (B)(4) was examined including the final inspection records and the in-process measurements. There were no relevant non-conformances associated with the lot. The risk management files were reviewed and no new risks were identified.

Event description:
Information provided states that the pt presented with pain and neck stiffness. Pt was revised with plate and screws from c4-c7. The device was not intact at the time of removal.